Event description:
Service required [device issue], oxygen saturation decrease from mid 90's to 79% [oxygen saturation decreased]. Case description: this initial spontaneous report was rec'd on (B)(6) 2012 from a respiratory therapist (rt) in the united states regarding a (B)(6) male who experienced oxygen saturation decrease after inomax dsir # (B)(4) displayed "service required." Add'l info obtained on (B)(6) 2012 was included with this initial report. Relevant medical history/co-morbidities: pneumonia and acute respiratory distress syndrome (ards). Concomitant medications: not provided. Late in the evening on (B)(6) 2012, a (B)(6) male with pneumonia was hospitalized and admitted to the intensive care unit (ICU). At 06:45 on (B)(6) 2012 the pt, who was intubated and on a drager xl conventional ventilator, was started on inomax (inhaled nitric oxide) for acute respiratory distress syndrome (ards) at a dose of 20 ppm via inomax dsir # (B)(4). At an unspecified time after inotherapy was initiated, the pt was noted to have oxygen saturation in the mid-90's with the ventilator set to airway pressure release ventilation (aprv) and a fraction of inspired oxygen (fio2) of 60%. At 10:00 a nurse was summoned to the pt's bedside by an audible alarm, noted that the pt's oxygen saturation had dropped to 79%, and that the inomax delivery device was flashing "service required." The rt was contacted and when he arrived, the display screen on the delivery device was black with a yellow triangle (service required alarm). He quickly switched the delivery device to back-up mode and increased the fio2 on the ventilator to 100%. Within "few mins, the pt's oxygen saturation rose to the low 80's and within 10-12 mins his oxygen saturation was in the high 80's." In the meantime, the rt re-booted the device and performed a low calibration, but after doing so, the display screen froze. The rt then decided to switch out the inomax dsir # (B)(4) with another inomax delivery device. After the switch, the pt's oxygen saturation continued to improve, fio2 was reduced to 60%, and approx 20-30 mins after the rt was originally summoned to bedside, the pt's oxygen saturation had returned to the mid-90's. The device ((B)(4)) was removed from service by the customer and sent to the company for investigation, however, the device is currently lost in transit. The rptr considered the oxygen saturation decrease to be probably related to the inomax dsir device issue and subsequent withdrawal of inomax therapy delivery.

Manufacturer narrative:
On (B)(6) 2012, a respiratory therapist stated that inomax dsir #(B)(4) displayed "service required" message while in use on a pt. ((B)(4)). Eval summary: no eval will be performed. No conclusion can be drawn. Inomax dsir #(B)(4) has not yet been rec'd by the MFR and appears to be lost in transit. We will submit a f/u report if and when the device is found.